Event description:
It was reported by the patient that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received fully deployed. No damages or defects to the needle mechanism were observed that could contribute to the reported failure to deploy the needle mechanism. The needle mechanism was reset using the lock and load fixture and pod deployed successfully. The pod data shows the pod completed more than 200 pulses and typical user-device interaction was observed. A 0x18 alarm code was observed in the pod data, indicating the pod reached an empty reservoir. No problem was found.